Event description:
It was reported, "patient was burned and treated with silvadene"

Manufacturer narrative:
The suspect device has not yet been received at conmed corporation to date. A supplemental report will be filed on completion of the quality engineering investigation. Not yet received from end-user.

Manufacturer narrative:
The device in question, a goldline pencil with 1" ultraclean blade and holster, is designed to be used as accessories in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. These devices are compatible with conmed disposable standard and ultraclean active electrodes. I have attempted to contact the end-user facility numerous times by email and telephone to attempt to retrieve additional data surrounding this reported incident. The emails have never been answered and the reporter is always not available or away and has never returned any of the telephone messages to return my telephone calls. A review of the manufacturing documents from the DHR/lhr for lot 13032853 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. One (1) incomplete device was returned to conmed complaint center for investigation. The active electrode that transfers the rf energy to the patient & potentially caused the reported burn was not returned to the complaint center. No examination was performed on the electrode component of the device. To test the goldline pencil device an active electrode from stock was add to the pencil. The returned device was examined in the laboratory. The returned handpiece was connected to the electrode and checked for cut & coag function during the examination. The product was evaluated with a system 5000 esu at 60 w. No conclusive manufacturing related defect was observed with the device, the device functioned as expected. The complaint failure mode was neither confirmed nor unconfirmed during the examination. No manufacturing related defects with the pencil were detected during the examination. The pencil evaluation did not reveal any manufacturing defects on evaluation and functioned properly. It remains unknown what procedure was being performed, where the patient was burned, the extent of the burn, and, the final outcome of the patient. There could be multiple of possible causes for this failure mode. End-user causes of the burn could be the use of the active electrode in the presence of flammable agents. Per the aorn standards ignition of flammable substances by active electrodes has caused fires and patient injuries. Per the device's IFU, instructions for use, "these devices should never be used when: in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen-enriched environments." Per the aorn standards for electrosurgery, the active electrode tips should be securely seated in the pencil handpiece. A loose tip may cause a spark or burn to tissue contacting the exposed, noninsulated section of the tip. Per the device IFU, "these devices should be inspected before each use. Visually examine the device for obvious physical damage including:...verify that the electrode is fully and securely seated in the handpiece before use." A loose electrode may have caused a spark and resulted in a tissue burn. Another cause of the reported incident could have been the end-user's failure to use an insulated safety holster for storage of the device. The device between uses could have been placed on the surgical drapes and being hot, burned through the drape , burning the patient. The aorn standards instructs that the active electrode should be placed in a clean, dry, well insulated safety holster when not in use to minimize the risk of injury from unintentional activation. Injuries have resulted when the active electrode has been left lying on the patient between uses. The IFU for the device states to, "always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use." An insulated holster is provided to the end-user with this device. No conclusive manufacturing related defects were observed during the examination; therefore, no corrective action is recommended at this time. Conmed is considering this complaint closed.